Event description:
It was reported that impedance prior to device changeout was approximately 500 ohms. First home monitoring transmission after changeout on (B)(6) 2022 shows impedance of 1575 ohms. On (B)(6) 2022, it was reported that lead impedance was greater than 3000 ohms via hmsc and x-ray of lead header appears to show possible dislodgement. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.